Event description:
It was reported that during the initial implant procedure, the guidewire was unable to be advanced within the left ventricular (lv) lead, suspected to be due to a blockage of the lumen of the lv lead. The lv lead was not implanted and was replaced to resolve the event. The patient was in stable condition.